Event description:
Information was received indicating that during bench testing of the smiths medical cadd solis hpca pump, the pump "failed volumetric accuracy tests 3x". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and showed that the device was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.